Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device broke during use on patient. It broke at the tip of the electrode and the tip was left inside the patient¿s tissue and removed without a problem. There was no injury caused to the patient.